Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 21-mar-2025. H3. Device eval by manufacture investigation summary - bd received 4 samples with the packaging from lot 24f04 for investigation. The samples were evaluated by functional testing, by attaching and inserting retained needles, and the indicated failure mode for separates with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual and functional testing and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® brand pronto¿ quick release needle holder, the holder separated from the needle, which remained in the patient's arm. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4 medical device lot #: 24f04 was reported, however, this is not a lot number manufactured for the reported catalog number. Additionally, lot number 24d18 was also reported, however, this is also not a lot number manufactured for the reported catalog number h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® brand pronto¿ quick release needle holder, the holder separated from the needle, which remained in the patient's arm. No adverse impact was reported regarding the patient or user.